Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom. Review of the history log confirmed the reported symptom. The evaluation found that the upper and lower auxiliary assemblies were failing, which are known contributors to the reported symptom. The upper and lower auxiliary sub assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump has a system error 322. It was also reported that there was no patient injury.